Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence due to fluid loss from a hole in the cuff. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient was expected to fully recover.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence due to fluid loss from a hole in the cuff. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient was expected to fully recover.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the cuff leak was confirmed. The product analysis did not confirm the urinary incontinence; however, the cuff leak identified would cause the cuff to malfunction, leading to the urinary incontinence issues. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The pump and balloon were not functionally tested because there was no device allegation made against the pump and balloon components and further analysis did not deem necessary as a malfunction was confirmed in the cuff component. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff pinhole was identified in the cuff shell consistent with wear at a fold in the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported hole/perforation causing fluid loss. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported event of urinary incontinence is included as potential adverse events within the instructions for use (IFU). Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.